Event description:
It was reported that the patient presented in the clinic with device exhibiting nonsustained right ventricular oversensing due to post-paced t wave oversensing. Programming changes were made. The patient was stable before, during, and after the observation of the event.